Manufacturer narrative:
The lot was manufactured between november 27, 2017 ¿ november 29, 2017. The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye noted the bladder has been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture and no issues were noted. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume intermate ruptured. This occurred once the balloon had been filled with 100ml of solution. There was no patient involvement. No additional information is available.